Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the display was not readable. The customer reported that the insulin pump was dropped. The customer reported that they were receiving alarms. The customer reported that the red keypad light was flashing. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank flashing white lcd display anomaly due to cracked on the lcd controller printed circuit board also, unable to perform displacement, rewind, seating and basic occlusion due to flashing white lcd display. No unexpected blank display anomaly was noted. The insulin pump had cracked keypad overlay at the select button, scratched case and keypad overlay texture damage.